Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6)2017 alleging the patient experienced hypoglycemia while on insulin pump therapy with blood glucose measuring 22 mg/dl. The patient reportedly received treatment from emergency medical services; the patient was reportedly given glucose with good response. The patient did not have a hospital admission. The patient is reportedly on kidney dialysis. The reporter alleged the time and date on the pump goes to default when the battery is removed from the pump for a period of less than 24 hours. This issue is not likely to cause an adverse event because the pump displays the verify screen after it is rebooted and the time and date must be set by the user to confirm the verify screen. This complaint is being reported because the patient reportedly experienced serious injury while on insulin pump therapy associated with a time/date reset issue.

Manufacturer narrative:
Product analysis: the device was returned and evaluated by product analysis on 09/21/2017 with the following findings: review of the pump¿s black box indicated a date resetting to default; a time reset was not indicated in the data. The total daily dose history was appropriate for the user programmed delivery settings. Evaluation revealed the internal clock battery on the printed circuit board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. The pump successfully completed a prime sequence, bolus deliveries, and 24-hour exercise test without issue or alarm. The pump passed a delivery accuracy test. Unrelated to the complaint, a battery compartment crack was observed.